Manufacturer narrative:
4581 code used for device decentered or dislocated or tilted subluxated or wrong position (device dislocation) section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis synergy simplicity intraocular lens (iol) was explanted from the patient's right eye during secondary surgery due to capsular rent and lens malposition. Visual acuity was counted in fingers. Reverse optic capture was not stable for him. There was no information about incision enlargement, sutures, or vitrectomy. The lens was replaced with another company. The patient's post-procedure status is unknown. No further information is available.